Event description:
It was reported that the event happened during surgery (first one (B)(6) 2015). They used fiber loop for the 3 tendon repairs on the foot. The sutures ruptured but the tendon was still intact. A second surgery was performed on (B)(6) 2015 using other new sutures.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to the event. The most likely cause(s) for abraded, torn, or broken sutures include nicking the suture with another instrument and/or fraying from sharp edge of the bone tunnel. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Unknown device disposition.